Event description:
On 22may2024, a patient (pt) reported a diagnosis of corneal ulcer in the right eye (od) while wearing an acuvue oasys®1 day with hydraluxe¿ technology brand contact lens (cl). The pt experienced sensitivity, redness, and tearing in (B)(6) 2024. On (B)(6) 2024, the pt visited an eye care professional (ecp) and was diagnosed with a "small od corneal ulcer" and prescribed moxifloxacin every 2 hours for 2 days, then every 4 hours for 5 days. The pt's od "felt better" after 1 week of using the medication. The pt had a follow-up visit the following week (date not provided) and was advised the corneal ulcer "was healed." The pt was released to resume cl wear (date not provided). The pt was unsure if the ulcer was "due to the lenses" and advised was new to daily cl wear. On 23may2024, the ecp provided additional information. The pt was seen on (B)(6) 2024 and was diagnosed with a "small ulcer on od" with 2+ injection. The pt was prescribed vigamox 5% four times a day (qid) for 1 week with a follow-up on (B)(6) 2024. The pt was advised to contact the office ¿prior to 1 week¿ if symptoms not improved. The size and location of the corneal ulcer on the od was not provided. Attempts were made to obtain additional information from the ecp on 24may2024 and 29may2024 with no success. No additional information has been received. No additional information is expected. The date of the pt¿s event is being reported as 01apr2024 as the exact event date is unknown. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number j003hw3 was produced under normal conditions. The suspect product was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.